Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a depleted battery. This event occurred upon power up in biomed service. During the product evaluation at baxter, it was discovered that there was a battery depleted set alarm that occurred during infusion, which caused an interruption during delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review was performed, and the device was not previously serviced for the reported condition. During previous service for a separate issue, the batteries were replaced.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.